Manufacturer narrative:
H6: investigation summary one photo was received and evaluated. A partial strip of three 10ml syringe blisterpacks from the view of top web was shown in the photo. The packages were from batch #0174812 (p/n 302995). There was no perforation observed between the packages on the peel tab side approximately half of the packages¿ length¿the top web had no visible cuts at all in this area and all three packages were fully connected by the top web. Clean perforated cuts were observed the remainder half of the packages¿ length. Potential root cause for the uncut packages defect is associated with the packaging process. It is likely that the slitter had become dull or not enough force was applied to the slitter to fully cut the packages. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch #0174812 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported that 80 bd luer-lok¿ tip syringes had poor packaging perforation. The following information was provided by the initial reporter: "we are incorporating the sterile packaged syringe (302995) into a new surgical kit. During the packaging design verification build it was observed that 80 out of a box of 200 from lot 0174812 had issues with the perforations not being cut all the way through. This caused the syringes affected to not tear along the perforations, and were scrapped from previous rounds of packaging feasibility testing on or kit, it was noticed that if the perforations are not formed properly, the excessive force required to separate the sterile pack weakens the seals, causing them to fail integrity testing post distribution simulation. From our understanding of this same issue was previously identified and reported on 6/28/2021 on syringes from lot 0174784 these observations repeatedly occurred on cavities: 16, 17, 41-45 & 51-55."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 80 bd luer-lok¿ tip syringes had poor packaging perforation. The following information was provided by the initial reporter: "we are incorporating the sterile packaged syringe (302995) into a new surgical kit. During the packaging design verification build it was observed that 80 out of a box of 200 from lot 0174812 had issues with the perforations not being cut all the way through. This caused the syringes affected to not tear along the perforations, and were scrapped from previous rounds of packaging feasibility testing on or kit, it was noticed that if the perforations are not formed properly, the excessive force required to separate the sterile pack weakens the seals, causing them to fail integrity testing post distribution simulation. From our understanding of this same issue was previously identified and reported on (B)(6) 2021 on syringes from lot 0174784 these observations repeatedly occurred on cavities: 16, 17, 41-45 & 51-55".